Manufacturer narrative:
(B)(4). The reported complaint that the "iab would not inflate at the distal end of the membrane" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab would not inflate at the distal end of the membrane". Additional informaiton states the manual inflation was pr eformed to continue therapy. No patient injury or consequence reported. The patients current condition is unknown.

Event description:
It was reported "iab would not inflate at the distal end of the membrane". Additional informaiton states the manual inflation was peformed to continue therapy. No patient injury or consequence reported. The patients current condition is unknown.

Manufacturer narrative:
Qn# (B)(4).